Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore, the device history record was not reviewed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry it was learned that a 23mm edwards valve was explanted from a (B)(6) male due to severe aortic insufficiency after an implant duration of approximately 20 years. The 23mm valve was noted to have severe deterioration with torn leaflets and calcium deposits. The explanted device was replaced with another 23mm edwards aortic valve. Intra-aortic balloon pump was placed due to hemodynamic instability. Intraoperative tee demonstrated well seated valve, no pvl, mild mitral regurgitation, lvef 30%, and mild rv dysfunction. Patient has a 34mm edwards mitral ring that remains implanted after an implant duration of approximately 20 years. At conclusion of procedure patient was noted to be in critical but stable condition. Patient was reported to have been discharged. Pathology report noted fibrinoid necrotic tissue with calcifications. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint."